Manufacturer narrative:
(B)(4). The unknown patient did not identify the device issue, therefore a more specific code could not be selected.

Event description:
It was reported that an unknown patient experienced a computed tomography-guided (CT) aspiration of a left anterior abdominal wall abscess. Medications given included 3 mg versed and 150 mcg fentanyl for sedation for the procedure which lasted less than 30 minutes. A limited CT of the abdomen was performed to localize the small fluid collection. 1% plain lidocaine was used for local infiltrative anesthesia. Aspiration yielded approximately 5 ml of tan, purulent fluid. The cavity was irrigated with several aliquots of normal saline. A soft tissue dressing was applied. The patient tolerated the procedure well and there were no immediate complications. A post procedure CT showed no hemorrhage or other complication. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.